Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: for clarification, it was reported that the firing handle could not be grasped at all at firing, does this mean that the device would not fire? Yes. If no, please explain. Na.

Event description:
It was reported that during a semi-open sigmoidectomy, the firing handle could not be grasped at all at firing on the colon though the safety had been unlocked. The target tissue was regular. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.